Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 51 mg/dl; treated with food. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor with a high current draw. The functional testing could not be completed due to the motor anomaly. The insulin pump was received with minor scratches on the display window.